Event description:
It was reported that the patient had syncopal episodes with bipolar impedance of 162 ohms and increasing thresholds. Since the patient could not tolerated unipolar pacing (unipolar impedance was 336 ohms), the physician opted to schedule device changeout. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had syncopal episodes, with low bipolar impedance at 162 ohms and increasing thresholds. Since the patient could not tolerate unipolar pacing due to pocket stimulation (unipolar impedance was 336 ohms), the physician opted to change out the lead. The lead was subsequently returned with report of 'unable to pace' with the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned. Other text : it was reported that the patient had syncopal episodes, with low bipolar impedance at 162 ohms and increasing thresholds. Since the patient could not tolerate unipolar pacing due to pocket stimulation (unipolar impedance was 336 ohms), the physician opted to change out the lead. The lead was subsequently returned with report of 'unable to pace' with the lead. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed mechanical tests performed. Visual examination; device performed according to specifications, no conclusion can be drawn pace, failure to pocket stimulation impedance, low high threshold.